Event description:
It was reported that right ventricular (rv) lead was exhibiting farfield oversensing of atrial flutter causing a pause and inappropriate therapy. Technical services (ts) was consulted and recommended performing x-rays to determine if the lead position is attributing to these issues. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6. Patient codes.

Event description:
It was reported that right ventricular (rv) lead was exhibiting farfield oversensing of atrial flutter causing a pause and inappropriate therapy. Technical services (ts) was consulted and recommended performing x-rays to determine if the lead position is attributing to these issues. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the patient was feeling chest pain, x-rays were performed, and perforation was not noted. Oversensing was resulting in right ventricular (rv) lead undersensing of premature ventricular contraction (pvc). Ts recommended defibrillation threshold (dft) testing. The lead remains in service.

Event description:
It was reported that right ventricular (rv) lead was exhibiting farfield oversensing of atrial flutter causing a pause and inappropriate therapy. Technical services (ts) was consulted and recommended performing x-rays to determine if the lead position is attributing to these issues. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the patient was feeling chest pain, x-rays were performed, and perforation was not noted. Oversensing was resulting in right ventricular (rv) lead undersensing of premature ventricular contraction (pvc). Ts recommended defibrillation threshold (dft) testing. The lead remains in service.